Event description:
Ous MDR - after an estimated implantation time of about 2 years, it was reported that the patient had received inappropriate shocks. No deterioration of the patient's state of health was reported. A lead revision took place, where only this device was removed due to premature battery depletion from the inappropriate shocks.

Manufacturer narrative:
The ICD and the lead were not returned for analysis. The analysis is therefore based on the existing production documents. The manufacturing processes of the ICD and the lead were reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In summary, there is no indication of a manufacturing error.